Event description:
It was reported by the patient's son that the patient is deceased. A cause of death of "cardiac arrest, pacemaker failure, and congestive heart failure" was provided. Additional information concerning the cause of death has been requested and not received.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.